Event description:
During a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The target lesion was located in the tortuous, non-calcified, left anterior descending artery (lad), the vessel diameter was 2.75mm. The lesion was predilated with a 2.50 x 20 mm and 3.00 x 20mm unk balloon and a 2.50 x 24 mm taxus express2 drug eluting stent was unable to cross the lesion. The procedure was successfully completed with another 2.50 x 24 taxus stent. No pt complications were reported. The pt's status is reported as 'satisfactory/good.'